Manufacturer narrative:
The device was received for evaluation. During functional testing of the device the second soft key on the first row was found inoperable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the second soft key on the first row of the device was found inoperable. No additional information is available.